Event description:
Blood glucose measured 30 mg/dl back to back with a result of 400 mg/dl when performed within 5 minutes of each other. It was stated customer did not take insulin at the time however had a snack based on the lower result. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.